Event description:
Reporter called regarding his praluent injection pen. While attempting to use the pen, he noticed that there was contamination in the form of particulates in the device ingredient as well as bubbles (air). Additionally, while attempting to use the pen, the pen is very hard to unlock so that the button used to activate the pen will not press down and deliver medication. Reporter stated that he called the manufacturer (06-dec-2023) to try and provide this information to them but whomever he was speaking to hung up on him. In a second attempt to call the manufacturer (13-dec-2023) there was no answer so he left a message. Reporter state that the pen is defective and is an "inferior" product. He is concerned not only for himself but for the general public as a whole who rely on this product and its use.